Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, 30 joule testing and defib functionality testing without duplicating the report. The multifunction cable used was not returned. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs did see an occurrence of the reported message. However, without testing the multifunction cable used, it cannot be firmly established that the message that occurred was the result of a device malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.